Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 400 mg/dl. Customer did not report symptoms or treated related high blood glucose level. Customer using auto mod it was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.